Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet with a contact detach 23 in 6 mm infusion set, including events during walking and uphill activity; the user used the pause insulin delivery feature once but still became low, and they received guidance that replacing the infusion site alone was acceptable after a site was pulled out if other supplies were recently changed. Symptoms included hypoglycemia with reported nadirs of 54 mg/dl and 62 mg/dl without loss of consciousness or need for medical intervention. Outcomes included transient hypoglycemia managed with oral carbohydrates without hospitalization. Investigation included complaint intake, confirmation of infusion set type, review of user-reported events, and product-use education and troubleshooting. Investigation of this case revealed no device alarms or malfunctions and suggested exercise-associated hypoglycemia with user self-management as contributing factors, with device function not contradicted by the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.